Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation verified the complaint. The instrument main tube had couple of different sections damaged with insulation removed. The damaged areas were located roughly 2.07 above the snake wrist. Tube insulation appeared to have scratches and gouge marks. The damaged area with removed insulation measured 0.066 x 0.035. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube insulation removal could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci bowel resection procedure, the insulation on the bowel grasper instrument got cut down to the metal. The planned surgical procedure was completed there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.